Event description:
I had been receiving synvisc one injections to both knees for almost 5 years. Last year, the doctor said they were switching to gel-one produced by zimmer pharmacy. On (B)(6) 2012, I receive injections to both knees, after continuously contacting the doctors office and icing and elevating my legs, I ended up going to the emergency room on saturday night, (B)(6) 2014. This made me go see my primary care doctor the following week; she sent me back to the orthopedic doctor, whose pa performed giving me the injections, he sent me back to my primary care doctor for additional testing. I had a full workup of blood to check my heart, liver, kidneys, etc. My doctor even had me set for a doppler or "venous lower ultrasound bilateral" (venous duplex imaging) to check to see if I had blood clots. I have records stating every doctor states that these gel-one injections manufactured and distributed by zimmer was directly the cause for the harm to both my legs; my primary care doctor event wrote a letter for to forward to (B)(4) for zimmer. As to this day (B)(6) 2014, zimmer continues to say this is under investigation and that they are reporting this as they go to the FDA. I cannot find the words to describe the full extent of pain, suffering and worry this has put me through. The continued pain is very obvious to just look at the busted veins and all the scarring to the soft tissue around my ankles. I forgot to mention my doctor event sent me to the rheumatology department; those tests were negative and that doctor also stated the injections were the cause. Please feel free to contact me with any questions or concerns regarding this as I would hate to see or hear of anyone going through the pain and fear this medicine has caused. Caused severe dependant edema to both legs, busted veins all over my legs from the knees to feet, leaving severe scarring in the soft tissue. I took 1 injection to both knees, every six months. Dates of use: (B)(6) 2013 - (B)(6) 2014.